Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the event. Hsc determined the centralink data management system is working as designed. The centralink data management system was configured incorrectly. Hsc reviewed the instructions for use and was not able to find that "e522 flag" results are able to be reported out. Siemens is investigating the event.

Event description:
The customer reported that when "e522 flag" results are obtained for acetaminophen and gamma glutamyl transferase, their centralink data management system shows "<13" result for acetaminophen and "<3" for gamma glutamyl transferase. The correct configuration should show "e522 flag" and not a result. There are no known reports of patient intervention or adverse health consequences due to the centralink data management system incorrectly displaying a "<13" result for acetaminophen and a "<3" for gamma glutamyl transferase.

Manufacturer narrative:
The initial MDR 2432235-2017-00298 was filed on april 28, 2017. Additional information (05/08/2017): additional follow-up found the instrument is functioning as intended. The siemens centralink data management system is designed to show "x-noresult". The customer stated they would prefer a different result display. The cause of the centralink data management system incorrectly displaying a "<13" result for acetaminophen and a "<3" for gamma glutamyl transferase is user error due to the customer entering the data manually. The instrument is performing according to specifications. No further evaluation of the device is required.